Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a spontaneous report by an aesthetician/clinical injector was received from a company rep via another MFR ((B)(4)) regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included an allergy to latex; a facelift performed on an unk date (reported as "several years ago" from (B)(6) 2011); previous injection of restylane, radiesse (synthetic calcium hydroxylapatite dermal filler) and botox (onabotulinumtoxina) on unk dates with no problems following; previous injection of radiesse on (B)(6) 2010, to an unspecified site and previous 38 unit injection of dysport (abobotulinumtoxin a) on (B)(6) 2010, to the glabella and forehead areas which resulted in problems swallowing within 24 hours (further described by the pt as, "not that bad, just a little harder to swallow") and the symptoms resolved the next day. The pt's skin type was not reported. Concomitant medications included levoxyl (levothyroxine sodium), "t3," progesterone, testosterone and estradiol. The pt received a 2.0 cc injection of restylane on (B)(6) 2010, to an unspecified site. Pre-procedure medications were not reported. Add'l procedures at the time of implantation included a 30 unit injection of dysport to the glabella and forehead areas. On (B)(6) 2010 or (B)(6) 2010, within 24 hours of the implantation, the pt experienced problems swallowing, which resolved by itself within 24 hours. On an unspecified date in (B)(6) 2010, (B)(6) weeks after the injection, the pt was seen by the aesthetician/clinical injector. At this visit was the first time the pt had informed the aesthetician/ clinical injector of the problems of swallowing. The pt did not request treatment at this eval, as the problems swallowing had resolved. On unspecified dates in 2010 and 2011, the pt had f/u visits with the injecting clinic to "monitor her health." As of (B)(6) 2011, "all was well." The aesthetician/clinical injector did not know for a fact if dysport had caused the swallowing problems and stated that she would definitely not inject the pt again to see if it occurred again, as she would rather be cautious then have any further problems. As a safety precaution, the pt also elected to not receive any further injections of dysport. The aesthetician/clinical injector did not provide a comment regarding causality in regards to the restylane treatment. The aesthetician/clinical injector assessed the severity of the reported events as mild. The lot number and exp date for restylane were not reported. Company comment: the pt received both dysport and restylane. Unable to assess causality of the events to treatment.